Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela ventilator when powered on high pip (peak inspiratory pressure), low ve (minute ventilation), high rate and transducer fault occurred. The customer confirmed that there was no patient involvement associated with the reported event.